Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump stopped insulin delivery and a new cartridge had to be loaded to resume insulin delivery. Reportedly, the customer loaded new supplies approximately 5 hours prior to call and has successfully delivered two boluses since supply change. The customer's blood glucose (bg) level went over 400 mg/dl; however, the customer stated bg level at the time of the call was 75 mg/dl. Multiple attempts were made by cts to obtain additional information; however, no additional information regarding this event was provided.